Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (impact code). Updated data: b4, e1 (email), g3, g6, h2, h10, h11.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) medication leaked on device. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer fse evaluated unit and replaced saline contaminated damaged parts, which include: upper panel assembly, patient connector label, trainer on - off label, ethernet diagnostic label, lower front panel, battery indicator label, executive processor board, and both li-ion battery packs. The unit passed all functional and safety checks and was returned to clinical use .

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) medication leaked on device. There was no harm reported.